Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was going to be used in a spaceoar vue implant procedure, on an unspecified date. It was reported there was "something" floating around in the accelerator syringe, which was caught before the implant procedure, at the end of the (B)(6) 2022. The outcome of the patient was not known at the time of this report. No further information has been obtained despite good faith efforts.